Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; no discrepancies detected. Functional test: a leak test was performed; the breathing circuit did not pass the test. The most probable root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that, during a pre-use check, it was noticed that the internal pressure of the anesthesia circuit was lowered and it caused an air leak alarm to sound. No patient injury was reported.